Event description:
It was reported that the system intermittently would not display a fluoroscopic image and the image wouldn't rotate. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.